Event description:
It was reported that an ilet user experienced an episode of hyperglycemia, with a reported blood glucose of 277 mg/dl, followed by a return to target range within a few hours; the user expressed frustration about perceived inconsistency and requested escalation to clinical support. Customer care provided support that included assignment for additional training. Investigation of this case revealed no device alarms and no device malfunction reported, and the cause of the hyperglycemia remained unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included no alerts or alarms and no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.